Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening sharp assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed, in the surface of the shell.

Event description:
Physician observed, "hole on valve side", during surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Consumer reported deflation. Physician confirmed deflation. This record is for right side. The device was explanted and replaced.